Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 04-mar-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated initial concern has been resolved. No further assistance is required. Customer states that she discarded meter/strip by accident. Customer is not longer able to send back defective products.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2023 and open vial date is 02/23/2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.